Manufacturer narrative:
Zimvie complaint (B)(4). Concomitant medical products:: bost510, 3i t3 non-platform switched tapered implant 5 x 10mm, lot number 2019050596.

Event description:
Customer reported restoration abutment screw tip fractured off. Could not be removed. Abutment would not seat. Implant removed. Tooth site # 3 (universal). The site was grafted prior to original implant placement.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one screw for evaluation. A visual evaluation was performed. There was a screw fragment identified inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The screw fragment was stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.